Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) exhibited inflation issues. A cystoscopy was performed, revealing erosion in the bladder neck region. As a result, the aus was removed and replaced. The physician suspects that the erosion is related to the cuff or the urethra. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) exhibited inflation issues. A cystoscopy was performed, revealing erosion in the bladder neck region. As a result, the aus was removed and replaced. The physician suspects that the erosion is related to the cuff or the urethra. No additional patient complications were reported.